Event description:
It was reported that, "during final tightening the tip of the final tightener broke off. No harm was caused to the pt."

Manufacturer narrative:
Method: visual inspection, mfg record review, complaint history analysis and risk assessment. Results: visual inspection: the tip/hex of the returned instrument was confirmed to be broken at the welding location and the pin used to fortify the connection between inner and outer shafts was visible. Mfg record review: no discrepancies noted. Complaint history analysis: 30 previous records for torque wrench tip breakage. After complete analysis of the cause of breakage for these failures, the design was changed and an alternative link between tube (outer shaft) and inner shaft without press fit pin and welding was implemented. Risk assessment: additional info received had confirmed that nothing was left in the pt. No adverse consequences reported, a replacement instrument was available and the surgery was successfully completed. Conclusion: therefore, the instrument design contributed to this event. The instrument design and mfg process were modified as a result of corrective actions which were implemented on (B)(6) 2011. The instrument involved in this report was mfg 22 months before the application of these corrective actions.